Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav which tip broke off and fell into the patient's body. It was reported that the catheter had a broken spline. When the device was used in the patient with metal mitral valve, the electrode was stuck by the metal plate and fell into the body and a part of the residue was not removed. There was resistance and difficulty during insertion/removal of the catheter. The damage resulted in wires being exposed. The intervention provided was surgical expert consultation meeting (however, no surgical intervention was required at that time). Inpatient observation was required.

Manufacturer narrative:
The product has not been returned for analysis; however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 15-dec-2024 the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav which tip broke off and fell into the patient¿s body. It was reported that the catheter had a broken spline. When the device was used in the patient with metal mitral valve, the electrode was stuck by the metal plate and fell into the body and a part of the residue was not removed. There was resistance and difficulty during insertion/removal of the catheter. The damage resulted in wires being exposed. The intervention provided was surgical expert consultation meeting (however, no surgical intervention was required at that time). Inpatient observation was required. Device investigation details: pictures were received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, one of the splines of the pentaray was observed detached. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav which tip broke off and fell into the patient¿s body. It was reported that the catheter had a broken spline. When the device was used in the patient with metal mitral valve, the electrode was stuck by the metal plate and fell into the body and a part of the residue was not removed. There was resistance and difficulty during insertion/removal of the catheter. The damage resulted in wires being exposed. The intervention provided was surgical expert consultation meeting (however, no surgical intervention was required at that time). Inpatient observation was required. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection was performed following j&j medtech procedures. Visual analysis revealed that one of the splines was detached, with exposed wires, stress marks and missing electrodes. The missing electrodes were not returned by the customer, however, evidence of good manufacturing of the device was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The broken tip and medical device entrapment issues reported by the customer were confirmed. The potential cause of the separation of the spline, and missing electrodes could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The stress marks observed suggest that excessive force was applied to the device. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. No error messages were observed on johnson & johnson medtech equipment during the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion; the catheter is recommended for use with an 8 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter; do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered; follow standard practice for vessel puncture and guidewire insertion. For the guiding sheath, including aspiration, follow the instructions for use for the guiding sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: tip (g04129) were selected as related to tip detachment. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).